Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to a bent video connector pin. The bent video connector pin is considered to have occurred due to connection to a damaged scope. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent video connector pin was found, causing rolling images. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus "no image" issue; all outputs of the olympus, model cv-170, video system center produced a sync problem with the video image rolling. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.